Event description:
A patient reported that the emergency room they went to, had seen a lot of dry pumps. The medications infused were unknown.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).